Event description:
The hcp reported the patient experienced weakness and numbness post surgery. Surgical exploration for possible cord compression occurred the following day; the lead was repositioned. The hcp reported the patient made gradual recovery.